Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the conductors of the lead was suspected to be externalized. The lead was explanted and replaced. The patient's condition was well.